Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
While using a cavitron select sps g124, they allege that there is no water flow or vibrations, no injury resulted.

Manufacturer narrative:
Rb 8/15/2025. Hpc lot # - 04240. St/hp lot # - n/a. Xjv. The fs is open, no operations when activated. No water flow and no vibration, build up debris in the water hose. Damaged parts have been replaced, unit have been repaired, calibrated and tested to factory's specs. No other faults found. St/hp was not sent in for evaluations. DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.